Manufacturer narrative:
Section d4 serial number #: unknown/not provided. Section d4 model # unknown/not provided. Section d4 catalog # unknown/not provided. Section d4 expiration date: unknown, as the lot number of the device was not provided. Section d4 UDI #: unknown as product lot number was not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4. Device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The customer reported a case in which a metallic flicker was observed in the eye during a post-operative exam. It is believed to have occurred during surgery and is not causing iritis.